Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further investigation: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. As per the procedure the ¿visual and physical inspections¿ were performed and all components were noted in conformance to the required specifications during the testing. In addition, the diaphragm valve/seat assembly router of lot # 1164210 was reviewed and all parameters during mixing process met the specifications and the results of quality tests performed were conformance according the current procedures. The vulcanization log document was verified and all parameters (temperature-time-pressure) during valve vulcanization process met the specifications. There were no deviations or non-conformances associated with event of void in valve for saline breast implants. In addition, no deviations associated with units manufactured on work order #(B)(4) where found.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white and yellow particles, fold creases, wear abrasion, and linear opening. A leak test was performed and found one opening. A microscopic analysis identified a smooth linear opening on anterior side in the same location of the crease, assessed as a fold flaw opening. A fill inspection was performed and identified no blockage in the valve. Also, observed void (2.5mm) on the valve side out specification per qa199.06 (vv), it is assessed as workmanship. Based on the device analysis the final assessment is a crease smooth opening assessed as a fold flaw opening. Further investigation has been initiated.

Event description:
The device has been explanted.